Manufacturer narrative:
During the requested site visit, the field service representative aligned the mixers, the cuvette washer assembly, and replaced the probe wash pump, probe wash pump bellows, and the water lines seals on the r2 syringe block. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. The architect c8000, serial number (B)(6), service history was reviewed and no additional service tickets associated with discrepant/erratic results were identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review did not identify any trends or systemic issues for part numbers: 2-89347-02 seal, water line syringe (rohs), 7-204102-01 pump, probe wash, bellows type (rohs), and 2-89055-02 bellows set, incl rod & fitting (rohs). A review of the architect c8000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c8000 service and support manual, provide adequate information regarding the troubleshooting of erratic /discrepant results and the removal, replacement, and verification of the parts listed above. Based on the investigation no product deficiency was identified for the architect sn (B)(6), the 2-89347-02 seal, water line syringe (rohs); the 7-204102-01 pump, probe wash, bellows type (rohs); or the 2-89055-02 bellows set, incl rod & fitting (rohs).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 pt#2 = 2.9 /1.2mg/dl (normal range 1.9-2.8mg/dl). There was no reported impact to patient management.